Manufacturer narrative:
Testing and investigation could not confirm the report of device "infusing 500ml over 2 hrs instead of 3 hrs as set." The unit consistently infused in the expected time period during testing. The report would indicate an overdelivery of approx 33%. The device failed performance verification testing/accuracy at +6.6% (specification allows +/-4%). The unit also failed mid and low range occlusion. These findings were not related to the event. The frequency of death or serious injury reports for code 102 (overdelivery) for omniflow products is 1.52/million sets.

Event description:
Overdelivery reported. The pump was set to infuse 500ml of aredia over a three hr period. The exact settings and the pump line used were not recalled. A nurse reported that the infusion completed in just two hrs. The pt did not experience any adverse effects.